Manufacturer narrative:
After further review of additional information received. New codes of perforation organ and stenosis, and previous codes of perforation and filter tilt. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and filter tilt. The patient reported becoming aware of the device being unable to be retrieved approximately five months post implant, however, there have been no attempts to remove the filter. According to the medical record the indication for the filter placement was a right leg deep venous thrombosis four months prior to filter placement and the need to stop anticoagulation in anticipation of a hysterectomy for endometrial cancer. The filter was deployed via the right femoral vein and deployed at the level of the mid l2 vertebral body. It was noted that if filter removal is contemplated, it should be removed within a 23-day window. Approximately four months post implant the patient consulted with an interventional radiologist for filter removal. After discussing the risks and benefits, the decision was made to not remove the inferior vena cava (ivc) filter. Approximately eight years and ten months post implant an abdominal computed tomography (CT) scan was performed, the indication was not provided. The original image review noted there was an ivc filter which was infrarenal, it appeared to be an optease filter with the apex of the filter 3 cm below the renal drainages. Below the filter there was question of an additional filter which extends into the right common iliac vein. The filter demonstrated no penetration through the ivc walls. The images were submitted for additional review and read approximately ten months post exam and focused solely on the filter. The report noted 4 mm mesenteric perforation, tilting with the apex against the ivc wall and ivc stenosis. There was no migration or fracture. One CT scan image was provided and depicts a cordis type filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the device was unable to be retrieved. There was no documentation of any attempt to remove the device. Additional information received per the medical records state that the indication for the filter placement was a right leg deep venous thrombosis four months prior to filter placement and the need to stop anticoagulation in anticipation of a hysterectomy for endometrial cancer. The filter was deployed via the patient's right femoral vein. The filter was placed at the level of the mid l2 vertebral body. It was noted that if filter removal is contemplated, it should be removed within a 23-day window. Approximately four months after the index procedure, the patient consulted with an interventional radiologist for filter removal. After discussing the risks and benefits, the decision was made to not remove the inferior vena cava (ivc) filter. Approximately eight years and ten months after the index procedure an abdominal computed tomography (CT) scan was performed, the indication was not provided. The original image review noted there was an ivc filter which was infrarenal, it appeared to be an optease filter with the apex of the filter 3 cm below the renal drainages. Below the filter there was question of an additional filter which extends into the right common iliac vein. The filter demonstrated no penetration through the ivc walls. There were large ventral hernias, mild arteriosclerosis of the abdominal aorta and degenerative changes of the osseous structures. The images were submitted for additional review and read approximately ten months post exam and focused solely on the filter. The report noted 4 mm mesenteric perforation, tilting with the apex against the ivc wall and ivc stenosis. There was no migration or fracture. One CT scan image was provided. The image depicts a cordis type filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d10, g2, g3, g6, h1, h2 and h6. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and filter tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and filter tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.